Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The customer's acquaintance complained of questionable inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory results. The units of measure were provided as % quick. The result from the meter was 15% (3.5 inr) and the result from the laboratory was 22%. On (B)(6) 2019 the result from the meter was 17% (3.0 inr) and the result from the laboratory was 24%. The elapsed time between the sample collections was less than 7 hours for both measurements. There was no adverse event. The customer's therapeutic target is approximately 30%. The customer stated that a 30% quick corresponded to 2.1 inr. The suspect device was requested to be returned for investigation. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer returned the strips for investigation. The returned test strips and retention test strips were measured on reference meters with a high level control sample. Testing results: returned strips qc 1: 2.8 inr, qc 2: 2.8 inr. Retention strip qc 3: 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.